Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced infection/inflammation on left eye (os) at an 8 day post op exam. A brief description from the surgery center indicated there were secretions present observed at 1-week post op exam. The patient's comments were that left eye was blurry, topical steroids were increased and a flap/ rinse were used to treat the symptoms. Pre-op; bcva from (B)(6) 2016: right eye pre-op 20/20 3.75 x -1.75x 90, left eye pre-op 20/20 4.25 x -1.75x 88. This report is for the femto laser.